Event description:
It was reported that customer observed bubble under pump screen but did not have pump available for troubleshooting at time of call. There was no reported impact to the customer¿s blood glucose level. Customer planned to perform reset and call back for further assistance, but did not return call, so technical support sent additional follow-up and closed case with instruction to assist with reset and troubleshooting for screen display if customer contacted company again.